Manufacturer narrative:
(B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had been receiving ineffective stimulation after climbing a mountain. X-rays confirmed the s1 lead had pulled out. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Additional information found the patient had their s1 lead explanted and replaced to address the issue.